Manufacturer narrative:
(B)(4). This issue is currently being addressed through a CAPA. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from april 30, 2013 to may 1, 2013. Evaluation summary: the device was returned for evaluation. Visual inspection found a blue winged luer cap that was separated from its distal luer. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause of the separation was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a ¿loose/detached¿ blue winged luer cap. This was noticed before the device was filled. There was no patient involvement. No additional information is available.